Event description:
Starting at 2am on (B)(6), the patient's dexcom cgm read in the hypoglycemic or near hypoglycemic ranged despite eating carbohydrates with multiple low alert alarms. This lead her pump (t-slim using control iq) to give less insulin than usual - 7.704 units of basal insulin in 24 hours instead of her average of 23.59 units of basal insulin per day. At 5am on (B)(6) 2020 she started vomiting and had large ketones in her urine. Her dexcom cgm continued to provide hypoglycemic readings. She presented to the emergency room at 11am and while her dexcom had a reading of 80 mg/dl her finger stick glucose was 415 mg/dl. Her labs were consistent with diabetic ketoacidosis and she was admitted to the pediatric intensive care unit on an insulin infusion. Patient was in severe dka. FDA safety report ID# (B)(4).